Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, instrument channel leak, forceps passage leak, image centering off, and bending section cover dryness were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that foreign material is falling off the evis eus ultrasound bronchofibervideoscope tip. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, as a gray liquid. However, it could not be further identified. As there was no deviation, in the facility¿s reprocessing methods. And there was no report of physical damage to the device. A further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.